Manufacturer narrative:
The part of the device (delivery pusher) was returned for evaluation, the implant (embolization coil) was not returned. The pusher found to be severely damaged (stretched and broken) and displayed evidence consistent with the implant separation from the delivery pusher by the excessive tensile forces and not due to an activation of the detachment controller. No other contributing factors to the reported complaint could be determined.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that the embolization coil used in the treatment of an intracranial aneurysm detached from its delivery system prior to deployment. There was no reported patient injury or additional intervention. The current condition of the patient is reported to be "normal."